Event description:
In 1999 - I had a direct left inguinal hernia repair using a polypropylene kugel. In late 2003, we thought I had a recurrent hernia, but that was not the case. When the dr went in, he found "the hernia had been caused by pushing the mesh down into the inguinal canal. This was very strange. It was possible to mobilize the mesh back into the retroperitoneal area and attach it to the inferior ramus of the pubis using a transition suture to the femoral sheath and then carrying the repair lateral to the iliopubic tract." In late 2005 - I was having more problems and also a different surgeon this time. "There was a significant amount of scarring. There was a breakdown of mesh at the pubic tubercle where the recurrence had occurred. Inguinal floor which had broken down." Do not understand what you want here. I'm just the patient getting one big run around from lawyers and health professionals for the last year and half. Dates of use: 1999 - 2008. Diagnosis or reason for use: left inguinal hernia.